Event description:
The patient reported that her infusion device is not delivering insulin correctly. She stated that her blood glucose has been as high as 300 mg/dl. She stated that she disconnected from her site to run a prime and it took almost 15 units for insulin to drip from the end of the infusion set tubing. She reported that she changed the insulin cartridge and primed and again, it took almost 15 units before insulin dripped from the end of the infusion set tubing. She reported that she was able to connect to the infusion device and bolus to reduce her elevated blood glucose values. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.